Manufacturer narrative:
Customer was provided with replacements telepacks.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.